Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation. Reference report 3004788213-2020-00154.

Event description:
It was reported that a patient underwent a revision surgery after experiencing persistent pain and severe heterotopic ossification was found postoperatively associated with two mobi-c implants. The implants were removed and replaced with a competitor¿s products to complete the procedure. There were no reported patient impacts reported. This is report one of two for this event.

Manufacturer narrative:
(B)(4). D4: UDI # (B)(4). The complaint was confirmed for 1 mobi-c 15x17 h5 implant for the reported failure of severe heterotrophic ossification on the lateral and posterior of the implant. Visual inspection showed scratches on all superior and inferior plates. One plastic insert was cracked, the other showed scratches. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any previous actions. Functional test revealed that the devices could be assembled and disassembled when not using the broken plastic insert. However, a definitive root cause of the reported issue could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.